Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient who called technical services that during the implant of this 25mm bioprosthetic valve, nearly 15 years ago, the valve was explanted and replaced with another 25mm valve of a different model. The reason for the explant was reported by the hcp as not a good fit for the patient's anatomy, especially in the area of the coronary sinuses. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.